Manufacturer narrative:
Device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. There was a detachment on the hypotube approx. 21.1cm distal to the strain relief. Numerous kinks were evident along the hypotube both proximal and distal to the detachment site. The hypotube was oval and jagged on both sides of the detachment site. A kink was evident on the distal shaft 11.8cm distal to the guidewire entry port. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and tortuous distal rca lesion exhibiting 85% stenosis. No damage was noted to device packaging. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was reported during advancement and excessive force was used. The stent failed to cross the target lesion and it was reported that when pulling back the stent the catheter shaft broke. Stent was not implanted. The detached catheter shaft was removed with the guide catheter. The physician carried out dilation again and used another stent of the same size. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.